Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. The event can be detected/prevented in accordance with the following instructions for use: caution ¿ do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope experienced an air leakage in the seal connection. The device was returned for evaluation. During the device evaluation, a gap was found between the acoustic lens and the ultrasound probe, and the acoustic lens was found to be peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was not confirmed. The evaluation found the elevator channel plug was loose, the paint on the air water cylinder was peeled, the suction cylinder had discoloration, the mouthpiece was loose, the number of missing elements exceeded the standard value due to damage on the ultrasonic cable, the displayed ultrasound image was defective with missing elements due to damage on the ultrasonic cable, the acoustic lens was damaged, the adhesive on the bending section cover had a chip, and the play of the up down knob and the right left knob was out of standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.